Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the endoscopic image disappeared when the bending section of the subject device was angulated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, there was the possibility that this phenomenon was attributed to the malfunction of the ccd unit, the failure of the printed-circuit board in the video connector or some problem of another device in the system.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, it was found that the endoscopic image of the subject device disappeared. There was no report of patient injury associated with the event.